Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging seasonal allergies, dry eyes, nasal/throat irritation or soreness, mucus. There was no serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged seasonal allergies and not a common cold, dry eyes, nasal/throat irritation or soreness, burning/smoke/electrical odor and device has strange odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging seasonal allergies, dry eyes, nasal/throat irritation or soreness related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer visually inspected the device. Evidence of water ingress on blower and blower box was found. Dust/dirt and fibrous contamination inconsistent with sound abatement foam degradation was there throughout the device enclosure and air path. Slight black contamination at the blower seal of the blower box inconsistent with keratin contamination was observed. The manufacturer applied power to the device and verified the airflow. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found.